Event description:
Customer reported getting "strange readings" from her freestyle blood glucose monitor. Customer also reported that she couldn't speak, experienced "shaking", and lost consciousness. Customer called the paramedics and no additional information is provided regarding her diagnosis and treatment at the hospital.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.